Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre fixed wire balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated, however the balloon would not hold pressure due to a pinhole in the balloon portion of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years old. (B)(4) for the reported event of pinhole in balloon. A search of the complaint database revealed that no similar complaints exist for the specified lot. According to the complainant, the suspect device has been disposed and is not available for return. However, balloon inflation issues can occur due to anatomical and procedural factors encountered during the procedure. Therefore, the most probable root cause for this event is operational context.